Event description:
It was reported per call report that rn said "that last night the intra-aortic balloon pump (iabp) was alarming something about water build up and tonight it alarmed "purge failure" and would not pump." Rn stated pump had been off for "15 minutes." Clinical support specialist (css) reviewed with rn possible causes of purge failure. Rn said they have a stable trigger (both ECG and arterial pressure waveforms are consistent and stable), helium gauge on screen is blue and about 1/2 full. Rn mentioned something about the connector and they are getting the old connector. Css reviewed helium connection just in case they did not have correct helium connector. Rn stated that "it has a blue connector and the datascope (ds) connector was cut off and the blue connector was placed last night." Css asked her to look at connector for any leaks. Rn stated that she "sees a crack." As a result, they quickly obtained another blue connector and changed it over. Rn pushed green "on". Rn wanted to confirm it would be ok to start pumping even though pump was off for 15 minutes. Css stated it was ok as long as it was less than 30 minutes, but pumping should start as soon as possible. Per rn, patient was transferred from another hospital with a ds iab 40cc "yesterday."

Manufacturer narrative:
Product will not be returned for evaluation.